Event description:
The resuscitator allegedly would not refill during use reportedly due to a malfunctioning check valve. The alleged problem was noticed immediately and there was no interruption of ventilation to the pt.